Event description:
During a procedure, the screen on the philips intellivue mp90 went blank. The monitor was removed from the or and a spare was used to replace it. Medical engineering was unable to duplicate the problem, and put the monitor back into service. The monitor again went blank and it was again removed from service. Philips was called, and the representative replaced one board in the cpu (the boards had been replaced in september). The monitor was allowed to run for several days, and then began operate incorrectly again. The monitor was returned to philips for investigation. Back in september the boards in the cpu on this unit had been replaced.